Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out of range pacing impedance measurements of greater than 2000 ohms along with oversensing of noise that led to inappropriate shock therapy being delivered. A revision procedure was performed where the rv lead was surgically abandoned and replaced. The ICD remained in service and no additional adverse patient effects were reported.